Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. The cause of the motor stall was unknown. An attempt was made to get the pump replaced but could not. The patient went to the physician¿s office for a pre-operative consult. The patient had an infection, so the pump replacement was cancelled. The patient then had withdrawal. The rep received a text on (B)(6) 2018 from another rep because the patient was in the emergency room at the hospital. The patient was given oral medication to manage the withdrawal. The patient was working with the physician to get an appointment to review his infection, so they could get him scheduled for a replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. The patient's weight was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. The pump was currently empty. The patient was scheduled for surgery, but not until february. The pump will be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving clonidine, 1000 mcg/ml concentration at 201.6 mcg/day, bupivacaine, 20 mg/ml concentration at 4.032 mg/day dose, baclofen (compounded), 2000 mcg/ml concentration at 403.2 mcg/day dose and dilaudid, 5 mg/ml concentration at 1.008 m,g/day dose via intrathecal drug delivery pump for non-malignant pain. It was reported that motor stall was seen at initial interrogation. The patient did not recently have a magnetic resonance (MRI). Pump status and/or event log reported motor stall occurred and motor stall (active). The rep stated he saw the patient on (B)(6) 2018 as patient was reporting hearing the alarm and the pump was interrogated in office that showed motor stall. Patient had some sort of infection at the pump location. The rep had limited details about the infection when asked but stated the patient now told him recently that the infection had healed. The rep was working to help the patient get the pump replaced sooner than end of august. The patient would like to have the pump sooner but the office was stating they could not do it until then. Reported symptom was withdrawal. Po baclofen was prescribed- patient reported they were throwing up everyday and not helpful with symptoms. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. The representative planned to assist the hcp in programming the pump to off state on (B)(6) 2018. The pump was read and confirmed loss of therapy and tube set per the programmer. The event logs confirmed a motor stall 7/27/2018 with a recovery the same day and then another motor stall 9/3/2018, tube set 9/5/2018 with no recovery to date. They wanted to "turn the pump back on" now. The reporter will confer with the doctor and the patient.